Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that wires on a motor protection switch (mps) within the aquabplus reverse osmosis (ro) system were burned. Additional information was obtained during follow-up with the biomed. The aquabplus reverse osmosis (ro) system was not able to power on. The stage 1 motor protection switch (mps) had connectors that were blackened and melted. There was no observed smoke, spark, flame, or arcing. The biomed noted a burning electrical smell. The biomed stated there were no blown fuses in the local power supply. The ro system is plugged into its own breaker. The thermal overload relay did not trip. The biomed and clinic staff had suspected the clinic was struck by lightning as there was an electrical storm on the night prior to discovering the thermal damage. The biomed also explained that the facility is one of the highest buildings in the area and some of the equipment is located even higher than the building where the clinic is located. However there were no other indications of power issues at the facility. The biomed could not provide an explanation why the thermal damage was isolated to the mps. The biomed replaced the mps with an available spare to resolve the reported issue. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation. The biomed also stated that machine files could not be provided for review. There was no patient involvement nor personal harm to any individual as a result of the reported thermal damage.

Manufacturer narrative:
Plant investigation: based on the intake information and provided photograph, thermal damage of the wiring at the motor protection switch can be confirmed. The most likely failure cause of the tripped motor protection switch is a missing line conductor during pump start that is caused by the bad electrical contact at the motor protection switch. The device will run with only two line conductors causing increased currents on the remaining line conductors and the motor protection switch will trip from the unbalanced load. The thermal damage at the wiring of the motor protection switch is also caused by a bad electrical contact of the wiring at the motor protection switch. A review for similar complaints is not required in this case. This failure type is a known failure. A CAPA has been opened to address the design flaw of the used blade receptacles, which results in a bad electrical contact at the motor protection switch pins, resulting in transition resistance and ultimately high thermal energy at the blade receptacles. The device was built before an improved design of the blade receptacles was released. It is recommended that the motor protection switch and connected wiring in stages 1 and 2 be replaced against the improved design.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that wires on a motor protection switch (mps) within the aquabplus reverse osmosis (ro) system were burned. Additional information was obtained during follow-up with the biomed. The aquabplus reverse osmosis (ro) system was not able to power on. The stage 1 motor protection switch (mps) had connectors that were blackened and melted. There was no observed smoke, spark, flame, or arcing. The biomed noted a burning electrical smell. The biomed stated there were no blown fuses in the local power supply. The ro system is plugged into its own breaker. The thermal overload relay did not trip. The biomed and clinic staff had suspected the clinic was struck by lightning as there was an electrical storm on the night prior to discovering the thermal damage. The biomed also explained that the facility is one of the highest buildings in the area and some of the equipment is located even higher than the building where the clinic is located. However there were no other indications of power issues at the facility. The biomed could not provide an explanation why the thermal damage was isolated to the mps. The biomed replaced the mps with an available spare to resolve the reported issue. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation. The biomed also stated that machine files could not be provided for review. There was no patient involvement nor personal harm to any individual as a result of the reported thermal damage.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.